Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced a hyperglycemia event and was hospitalized on (B)(6) 2024. The blood glucose level was 300 mg/dl with the presence of ketones at the time of the emergency room visit. The patient was treated with manual insulin injections. The symptom reported by the patient at the time of the event was feeling sick/unwell. The patient was hospitalized for less than 24 hours. No further information was available.